Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od). The patient reported was prescribed eye drops for at least three consecutive months for high pressure or glaucoma inside the eye. The lens was implanted on (B)(6) 2012. The facility indicated they agreed with the patient report. The patient had high pressure (11 - 36mm hg) and was diagnosed with glaucoma (ocular hypertension - glaucoma suspect) for the period of (B)(6) 2012. The patient was prescribed medication for the high pressure and glaucoma. The facility indicated the cause of the high pressure and glaucoma was familial versus outflow problem, the event was not related to the device. The patient's post-op va was 20/20. The lens remains implanted and the patient's prognosis is good.

Manufacturer narrative:
Per medical review - many pathophysiological changes could cause ocular hypertension such as anterior chamber distortion, viscoelastics, inflammation, hemorrhage, pigment dispersion, pupillary block and vitreous in the anterior chamber. Excessive vaulting as a factor could cause pupillary block, narrow anterior chamber angle or closure leading to ocular hypertension. Most likely viscoelastic substance could cause the temporary iop rise postoperatively which can be controlled medically or resume to normal pressure automatically. Also myopia is highly associated with ocular hypertension especially high degree myopia. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).